Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 01/26/2018, that on (B)(6) 2018, a loss of connection occurred. It was reported that the operating system for the smart device was not a supported system. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2017, a loss of connection occurred. It was reported that the operating system for the smart device was not a supported system. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.